Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient was experiencing ineffective therapy with their drg system. Patient reported working out and having physical therapy. X-revealed that the l5 lead had fractured and the s1 lead had migrated. As a result, surgical intervention took place on (B)(6) 2025, wherein the entire drg system was explanted and replaced with an scs system.